Event description:
It was reported that intermittent audio output occurred. The patient stated they were heading out to go shopping and the cgm was displaying 10.0 mmol/l before leaving home. After 20 minutes, the patient started to feel bad while standing in a stored. He checked his values and the receiver was displaying 3.0 mmol/l. The patient did not receive any alarms for the low blood sugar values nor did it warn the patient that it was rapidly decreasing. He tried to eat sugar but it was too late and the patient passed out. Due to the patient´s being unconscious, a blood glucose (bg) measurement was not taken after he passed out. The personnel in the store called an ambulance and he was taken to the hospital. He spent 6 hours in the hospital and was treated with fluids, he was released when his bg values were stable again. At the time or the report, the patient was doing okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. A manual sound test was performed and passed. The speaker resistance was measured and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined.